Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that a low impedance value was identified while reviewing device interrogation reports. It was noted that the impedance measurement of electrode 0 & 9 was 190 ohms. It was unknown what actions were taken or what the outcome of the event was. No patient symptoms were reported. No further complications were reported/anticipated.